Event description:
It was reported that in 2005, biomed was called to assist with troubleshooting on augmentation and timing. Pt was in recovery in a "somewhat upright position". Biomed tech assisted in getting the pt to lie flat and hyperextend the groin, resolving the augmentation issue. However, between 9 - 11 pm, blood was observed in helium tubing. Patient was taken to cath lab following day and iab exchanged without incident. There were no further pt complications.